Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l4-l5 revision and removal of existing hardware solera 4.75 pedical screws and adaptix interbody. Surgeon exposed patient removing old solera 4.75 set screws, rods, and pedicle screws. Surgeon then exposed to the existing adaptix interbody and tried to attach and remove with original adaptix inserter. It was reported that surgeon was removing existing adaptix interbody with proper inserter (2990001) he thought it was attached to existing interbody in patient so he twist the instrument and broke one of the tips off that attaches around the implant. Surgeon did mallet the inserter before twisting even though he was advised not to mallet the instrument per  technique. Broken tip was removed from patient and broken inserter was removed from surgical field. Interbody was removed using a universal  removal tool making sure all and everything was removed from the patient. Surgeon took a 3d image using  o-arm checking nothing remained in the patient. Surgeon then placed new additional solera 4.75 pedicle screws, rods, and setscrews. Finally surgeon performed another 3d image using  o-arm confirming everything was removed and new screws were placed properly. There was no patient symptoms reported. There were no further complications reported regarding the event.